Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was not known. It was noted that the patient had a bad initial status and the device worked as expected. There were no device issues noted at the time of patient outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; however, it was communicated that no further information would be provided due to patient privacy laws. It was reported that (B)(6), operated as expected and would not be returned for evaluation as it was not explanted. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24feb2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.